Event description:
It was reported to vyaire medical that the turbine was not cycling after the main board was replaced on the vela ventilator. It was also stated that the motor pcbs (printed circuit boards) led is not on at all. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.